Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.

Manufacturer narrative:
One device received for analysis. The customer's reported problem was verified by functional testing. Visual inspection found that the downstream occlusion sensor nub is dented. The cause of the reported issue is the main board.